Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient present to clinic for routine follow up, inappropriate mode switches and atrial lead noise were observed. Isometric exercises reproduced atrial lead noise in the clinic. The device was scheduled to be explanted due to eri.

Manufacturer narrative:
The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The device was explanted due to eri.